Manufacturer narrative:
Pc-(B)(4). Date sent:(B)(6) 2022. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status?

Event description:
It was reported that the device was used in the operation. The patient had abdominal pain and abdominal distension on postoperative day one, and dark red fluid was observed in abdominal drainage tube. Abdominal CT showed abdominal effusion, considering anastomotic leakage. One day after the operation, the patient's abdomen was explored. It was found that the staple at the distal 1/2 of the intestinal anastomosis fell off, blood clots were observed nearby, and a total of about 600 ml of bile and blood mixture was observed in the abdominal cavity. The surgery was performed to fix it. Procedure: gastric resection. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 05/03/2022. Additional information received: after investigation, the patient was a 72-year-old male. On (B)(6) 2021, the patient underwent laparoscopic radical gastrectomy (distal gastrectomy + roux-en-y anastomosis) + small intestinal arrangement in wenzhou people's hospital due to "gastric cancer + intestinal obstruction". During the surgery, intestinal anastomosis was performed using ntlc55 and reloads (the specific anastomosis method was unknown). The surgeon reported that the device was normally installed and the first reload (sr55) was loaded. The stapler was fired smoothly. After firing, the staple line was complete, and the staples were good. No device failure, bleeding or other patient injury events occurred. On postoperative day1 (B)(6) 2021), the patient had abdominal distension and pain, and abdominal drainage fluid was used to drain hemorrhagic drainage fluid. Abdominal CT examination suggested abdominal effusion. The surgeon considered anastomotic leakage, and performed exploratory laparotomy immediately on december 14, 2021. During the surgery, it was found that 1/2 suture anchor at the distal end of staple line fell off, with blood clots and bile leakage, about 600ml in total. The operator then used the suture for hemostasis. No bleeding or bile leakage occurred. No blood transfusion was performed. The patient recovered well after surgery and was discharged. No reports on subsequent complications were received.

Manufacturer narrative:
(B)(4). Date sent: 03/15/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? Response: all answers above are unobtainable.